Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as an irritation on the back near the shoulder blade that is itching quite a bit, and the scratching has caused broken skin and bleeding. There was no alleged device malfunction contributing to the irritation. There is no indication that the patient received medical intervention. The outcome of the irritation is unknown as follow up attempts were unsuccessful.